Event description:
It is suspected this lead is in early stages of failure because extra noise stimuli has been noted in the iegm. Testing values remain within normal limits. It was recommended to increase x of y count to 60/20 per md approval. Isometrics also performed with negative results for extra stimuli on iegm. Recommended to monitor the patient.

Manufacturer narrative:
The device is currently not available for analysis. Therefore the analysis is based on the provided information. The available iegms confirmed the presence of noise on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. The investigation will be reopened should additional data become available.